Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and urge incontinence. It was reported that the patient worked in a plant that had high voltage and high voltage welding. The patient was in the back of the plant where the high voltage area was and their left leg started to go numb below the knee. Patient thought it had to do with the emi. Agent recommended patient can turn the therapy off to see if that reduces the amount of undesired stimulation. If it didn't resolve, recommended staying away from the area. Redirected to doctor if issue persists.